Event description:
During a code in the x-ray nuclear medicine dept, hosp personnel administered 3 countershocks to a 70 yr old male pt diagnosed with either an agonal ECG rhythm or fine ventricular fibrillation. The pt subsequently regained respiration but had no pulse or blood pressure. Attending clinicain considered admisnitering external pacing but before pacing could be attempted, allegedly the operator notice that monitor crt display was blank. Operator was unable to restore display, a backup device was obtained but expired approx 1 hr later. Hosp risk manager said reported malfunction did not cause or contribute to pt's death. This opinion was based on the timely use of a backup device.